Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: hemogard cover structure has a decrease. There are stains on the inside of the cover there is dirt on the inside of the hemogard observed in tubes from closed packages.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
D9: device available for eval yes, d9: returned to manufacturer on: (date):2022-05-30. Investigation summary: bd received1 sample and 3 photographs in support of this complaint. An evaluation of the sample and photos revealed black embedded foreign matter in the cap as the inside of the cap was partially black. It was also observed that the cap has been damaged. Additionally, 100 retention samples from the bd inventory were visually inspected, and no defects were found. Bd was able to confirm the customer¿s indicated failure modes of foreign matter and damaged cap with the sample and photographs provided. Bd was not able to identify a root cause for the indicated failure modes. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: hemogard cover structure has a decrease. There are stains on the inside of the cover there is dirt on the inside of the hemogard observed in tubes from closed packages.